Event description:
As reported, approximately nine months post initial tsa, the female patient had a subscap failure and was converted to a reverse shoulder on 3-1 with no issues by surgeon. X-ray received. Explants not available. No further information.

Manufacturer narrative:
Concomitant products. 3.2mm drill bit sterile (cat# 321-52-07 / serial# (B)(4). Equinoxe, humeral head tall, 47mm (beta) (cat# 310-02-47 / serial# (B)(4). Equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / serial# (B)(4). Equinoxe preserve stem 6mm (cat# 300-30-06 / serial# (B)(4). Equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(4). Shoulder gps hex pins kit (cat# 531-78-20 / serial# (B)(4). Steinmann pin sterile 3.2mm x 178mm (cat# 319-01-32 / serial# (B)(4). Threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial# (B)(4). Gps implant kit v2 (cat# a10012 / serial # (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
A subscapularis tear is not device related and can happen easily post total shoulder revision. The scapularis is the largest, strongest muscle of the rotator cuff. Subscapularis dysfunction is a recognized complication after total shoulder arthroplasty. The third most common complication in more than 1600 shoulder replacements was tearing of the rotator cuff. (National institutes of health (.gov) https://www.ncbi.nlm.nih.gov ¿ articles ¿ pmc7434033). There is no evidence to suggest that this reported event is related to any device failure and is likely related to patient conditions; therefore, this event is being closed as a non-valid complaint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for revision from anatomic to reverse tsa reported is likely due to subscapularis failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information was not provided. Based on the radiographs provided appears unremarkable. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.